Manufacturer narrative:
(B)(4). Date sent: 7/19/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the or experience with the device? Were there any issues with device use/firing? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Please provide an exact timeline of events. Answer: case was a right hemi-colectomy where tlc75 was used (lot: 752c25) with tcr75 reload (lot: 753c30). He has over 18 years of experience and is very familiar with the stapler. He did not experience any issues with the device during surgery. Device firing and removal were normal. He did not observe any malformed staples or abnormalities along the staple line intra-operatively. Patient experienced post-operative bleeding that was resolved with non-surgical methods. He could not recall the estimated blood loss but did note hcv related complications as a result of the blood transfusion that was done. He could not confirm if the bleeding was intraluminal or extraluminal. Patient recovered and is alive. He is currently using competitive laparoscopic staplers to replace this device due to his concern with device performance.

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024. Additional information received: sales rep stated that post op bleeding was noted and patient was taken back into surgery for a bowel obstruction. No alleged deficiencies were noted during the initial procedure. 75 blue reloads were used on the bowel. Sales rep has tried to observe future cases but surgeons have stopped using the ethicon device. Surgeon has not been willing to discuss procedure in further detail.

Event description:
It was reported that post op to an unknown procedure the patient experienced post-op bleeding after procedure. Rep stated that they did fix the bleeding and the patient is recovering just fine. No additional information was given to the rep.

Manufacturer narrative:
(B)(4). Date sent 7/11/2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What is the or experience with the device? Were there any issues with device use/firing? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Please provide an exact timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.